Event description:
While afixing orbitozygomatic osteotomy, during tightening of one of the screw-plates, the screw driver -lorenz co.- slipped and penetrated pt's brain, causing intracerebral hematoma and brain contusion. A partial temporal lobectomy was required to remove the hematoma and contusion.

Event description:
Add'l info received from MFR 5/30/03: MFR has conducted a review of their complaint history and they have not received any reports of screwdrivers failing on the dates outlined in the voluntary medwatch report that was forwarded to MFR. Since the MFR does not have any previous knowledge of this type of device failure, of this event, or if the device was actually manufactured by w. Lorenz, they are unable to supply any add'l info. Should they become aware, co will submit a report.